Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The persistent tingling may be a medical issue.

Event description:
It was reported that the pt experienced a shocking/surging sensation. The pt felt a tingling sensation in her legs at the site of paresthesia when the device was on and off, and occurred during positional changes. The pt also reported experiencing a cramp in her stomach area. Impedance measurements were normal. The pt decided to shut the device off for an entire week to determine if the shocking/cramping persisted. Additional information has been requested, but was not available as of the date of this report.